Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
An farawave catheter was selected for use during the procedure to treat paroxysmal atrial fibrillation. It was reported that the flush port would not seal when an attempt to connect it to the pressure bag was made, therefore, they were unable to properly flush the catheter. They attempted to get the flush port to seal but eventually replaced catheter. The device will be returned. No patient complications occurred. The procedure was completed succesfully without patient complications. The device is expected to be returned for analysis.